Event description:
Related manufacturer report number: 2017865-2022-11382, 2017865-2022-11384. During an in clinic follow-up, low sensing and high capture threshold were observed on the right ventricular (rv) and right atrial (ra) leads. The rv and ra leads were explanted and replaced to resolve the event. After the physician connected new leads, intermittent pacing was observed on the device. The patient was not pacemaker dependent and the device was explanted and replaced to resolve the event. The patient was in stable condition.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.